Event description:
It was reported that a patient undergoing deep brain stimulation (dbs) developed an infection, presenting with fever, fluid discharge, and swelling at the implantable pulse generator (ipg) incision site. The patient was initiated on intravenous and oral antibiotic therapy, which remains ongoing. As part of the clinical management, the dbs system was explanted. The patient is currently recovering well, although antibiotic treatment continues. The explanted devices were discarded and will not be returned for analysis.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension: upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7137011. UDI: (B)(4). Product family: dbs-extension: upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7136799. UDI: (B)(4).